Manufacturer narrative:
Concomitant medical product: dtma1d4 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent t-wave oversensing (twos). The lead was reprogrammed. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.